Event description:
The customer reported to olympus, the olympus powered laser surgical instrument broke at the base where the fiber was connected to the generator. Sparks were present. The issue was found during a therapeutic ureteroscopy with laser for a stone. The procedure was completed with a similar device. There was no delay in the procedure and no error codes displayed. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint regarding the fiber breaking at the base was confirmed. Based on the results of the investigation, it is likely that the breakage occurred due to mishandling by the user. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.